Manufacturer narrative:
Details of the complaint. On (B)(6) 2018, customer at (B)(6) hospital reported a missed asystole alarm on the cns (pu-621ra sn: (B)(6)) which had occurred on (B)(6) 2018. The nurse had turned on sleep mode on the bsm-6000 and the asystole event was reported to not alarm on the cns. Service requested: troubleshooting/assistance. Service performed . Nka technical support (ts) confirmed that "exit sleep mode on crisis alarm" setting was turned on. The asystole event was visible in arrhythmia recall. Nka clinical application specialist (cas) forwarded to the customer documentation regarding information needed for an event investigation. Due to the length of time which had passed, the customer was unable to recover documentation for investigation of possible missed alarm. The customer has the documentation guidelines should the event recur. Additionally, the customer indicated that the bme had assessed the monitors and believed "everything is ok now". Investigation result . Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The cns warranty began 07/26/14. Review of device sap history found no additional issues reported relating to a missed alarm. The issue was reported to nka 3 days after the incident occurred, making attempts at gathering time sensitive information difficult. Nka ts confirmed with the customer that the asystole event was detected and saved in the cns's "arrhythmia recall" section. The issue was that the unit was reported to not alarm during the event. Further investigation of the issue is limited as the device and logs were not retrieved for evaluation. From the information available, it is not possible to confirm how the system responded or why, and the root cause could not be determined. Unit has no trend of missing alarms. Investigation conclusion. Further investigation of the issue is limited as the device and logs were not retrieved for evaluation. From the information available, it is not possible to confirm how the system responded or why, and the root cause could not be determined. Unit has no trend of missing alarms. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? ; additional information; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The nurse reported that the central nurse's station (cns) did not alarm for an asystole event. It was reported, the nurse had turned on sleep mode on the bsm-6000 (bedside monitor) monitoring the patient. Cns exit sleep mode on crisis alarm setting was turned on.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) did not alarm for an asystole event. It was reported, the nurse had turned on sleep mode on the bsm-6000 (bedside monitor) monitoring the patient. Cns exit sleep mode on crisis alarm setting was turned on. The customer was unable to retrieve event logs from the cns because six days had past since the event occurred. The exact date of event was not confirmed as multiple documented requests for information to the customer was not answered. The customer was given support and education by nihon kohden clinical staff. There is no arrangement to have the cns returned for investigation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) did not alarm for an asystole event. It was reported, the nurse had turned on sleep mode on the bsm-6000 (bedside monitor) monitoring the patient. Cns exit sleep mode on crisis alarm setting was turned on.